Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent breast reconstruction with a 150cc mentor memorygel breast implant and a 430cc mentor memoryshape breast implant experienced asymmetric appearance with both implants post procedure. As a result, bilateral prosthesis replacement with mentor gel implants was performed on (B)(6) 2020. This patient was in a clinical study. See 1645337-2021-07157 for contralateral prosthesis report.